Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 63. Blood glucose was unknown at time of incident. Troubleshooting was not completed. Device is expected to be returned for analysis.

Manufacturer narrative:
The pump passed the displacement and self tests. The format history file analysis confirmed the pump error 63 was due to broken traces on the keypad assembly. The pump was received with the audio alert functioning properly. No audio alert anomaly was noted.

Manufacturer narrative:
Device passed the displacement test and self test. Format history file analysis confirmed hardware low level failures error due to open traces. Device received with cracked retainer and scratched case.